Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion alarm which was not reproduced. A review of the event history log identified upstream occlusion alarm. The cause was determined to be the ultrasonic sensor being out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion alarm. Multiple infusions were tried but was unable to clear. The channel was cleaned and allowed to dry and also swapped out intravenous line with no change. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.